Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying an apply sample message after the blood sample had already been applied to the test strip. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 5-6 weeks ago. The patient reportedly manages his diabetes with a fixed amount of insulin (unknown type/dose) and denied taking any action regarding his diabetes management routine in response to the alleged issue. The patient claimed he developed symptoms of "sweating, shivering, rapid heart rate" approximately 45 minutes later and self treated with gum drops. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The patient was reportedly following the correct testing technique. It is not known if the patient was using the correct test strips since he did not have any more left. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.